Manufacturer narrative:
The reported events of capsular contracture and seroma are physiological complications, and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is capsular contracture, baker grade unknown, seroma, and increased risk of alcl. These are known potential adverse events addressed in the product labeling.

Event description:
Patient reported right side "fluid and tightening of my capsule," baker grade unknown, "hard lump on my right breast" "confirmed as the implant folding in," "double capsule," and "explant was prompted by the increased risk of alcl of which I had all the symptoms." Device has been explanted.